Event description:
No updates.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough failure description of the product is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation and rationale: unfortunately due to a lack of data and without the product we cannot determine the exact root cause for the mentioned deviation. According to the quality standard, a production error and a material defect can most probably be excluded. If further investigations are required, the product should be provided for examination. Conclusion and root cause: no product available and therefore it is hardly possible to determine an exact conclusion and root cause. The exact cause cannot be determined. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with a tenaculum forceps. The device bent/broke at a 90 degree angle while being used to grasp the uterus. The instrument was slowly backed out of the patient after the removal of the trocars without any further malfunction. There was a unknown delay due to the event. This occurred during a laparoscopic procedure. There was no described patient harm. Additional information has been requested. The adverse event is filed under xc reference (B)(4).